Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). A review of the device history records was performed and no complaint-related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is just entering the complaint system. Placeholder.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The appearance of the instrument indicates that it was often and forcibly used. Burrs indicative of a galling issue (i.e. Chatter marks) exist on the entire length of the spiral groove shoulder. The handle shows marks of hammering. The through boring which seems to be the complaint source also shows marks and therefore is reduced. A manufacturing conclusion cannot be presented due to the condition of the product. Visually there does not appear to be an issue other than the damage sustained by implantation and extraction. The wear and tear or excessive use caused the malfunction of this instrument. Associated to this event we would like to point out that the design has been improved meanwhile (us (B)(4)) to reduce such an occurrence in the future. Placeholder.

Event description:
The complaint received, through medical affairs, states that a surgeon had difficulty inserting the spiral blade. He could not pass the insertion sleeve and had to resort to free handing the insertion of the blade. The reported the procedure involved the implantation of a retrograde/antegrade femoral nail. This report is for one spiral blade inserter for retrograde femoral nails-ex. This report is 1 of 5 for complaint (B)(4).

Manufacturer narrative:
A product development event evaluation was conducted. The report indicates that the spiral blade inserter and companion aiming arm are intended for internal, retrograde and antegrade, fixation of femoral nails. The returned devices are used together to advance the spiral blade to achieve distal locking of the femoral nail (technique guide j11966-b). The spiral blade, loaded to the inserter, is intended to be advanced by hammer blows to an assembled (357.34) connecting screw which was not returned for evaluation. These devices were sold in 2/08(03.010.084) and 4/08(03.010.051) and are over 5.5 years old. Drawings 03_010_084 rev. E and 03_010_051 rev. E. Were reviewed and determined to be suitable for the intended design conformity. The returned samples of the inserter and aiming arm bind excessively when assembled and will ultimately jam completely when forced. The helical detail of the inserter shows evidence of chatter marks as a result of the binding/sticking of these devices. Dco 10008861 for component 03.010.051.1.1 was initiated to improve the functional interface between these devices and was initiated in the aiming arms manufactured on or after 8/2008. The 03.010.051 aiming arm was manufactured prior to the implementation of the dco 10008861 changes to the device. Review of risk assessment 0000048976 version a.40 line 2210 addresses instrument strength and the specific hazard of "breakage/bending of the instrument" and the cause of hazard as "product wear/lifetime too short, misuse" and possible harm as "significant prolongation of surgery and/or use of an alternative product" with a (moderate) severity of harm "3" and (unlikely) probability of occurrence "2". Although 1,361 of the 03.010.084 and 1,210 of the 03.010.051 have been sold (us/jde 1/06-12/13), the usage of these reusable instruments is best determined by reviewing the number of spiral blades they are intended to be used with. For the entire family of spiral blades 04.013.041-04.013.052 (+/-sterile), 37,035 total have been sold (us/jde 1/06-12/13), resulting in occurrence rates of >1:1,000 based on relative complaints of 92 & 69 respectively. It is also important to note that no such complaints have been received for any 03.010.084 & 03.010.051 manufactured after 8/2008.this complaint is valid and dco#10008861 was already implemented to address this issue. Changes were made to the aiming arm in august 2008 via dco#10008861 and reflected in dwg.03.010.051 rev. E. These changes improved the overall engagement of the 03.010.084 and 03.010.051 when used together device was used for treatment, not diagnosis.